Event description:
Customer reported experiencing touchscreen issues with a pump over the past few months, without specifying a particular timeframe. There was no adverse impact to the customer¿s blood glucose level. The customer, who was out of warranty, declined further assistance, inquiry, or troubleshooting, and intended to document only while in the process of obtaining a new pump.